Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation and/or prying/leveraging the device during use.  As no further investigation was able to be performed no change in harm was identified. This complaint will be included in trending per (B)(4)..

Event description:
On 10/1/2021, it was reported by sales representative via (B)(4) that (ar-1204as-105 flipcutter ii tip broke off and anther flipcutter ii could not finish coring the tunnel. This was found during an acl reconstruction on (B)(6) 2021, when surgeon drilled femoral tunnel, tip of flipcutter broke off, once the metal tip was retrieved from patient a new flipcutter ii was opened but it was not able to finish coring the tunnel. Surgeon had to open a third flipcutter ii to complete case successfully; patient was not harmed.